Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error "cassette was not attached". The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9 - date returned to mfg: 9/12/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have "cassette not attached properly" alarms in the ehl. During no disposable alarm (nda) testing, the pump immediately displayed a "cassette not attached properly" alarm. Additionally, the downstream occlusion (dso) sensor was stuck at 0 mv in the manufacturing utility mode, and the calibration had failed. After attaching a cassette, an alarm of "cassette not attached properly" occurred after moving the latch to the closed position. The cause of the customer reported problem was an inoperable dso sensor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.